Event description:
Add'l info rec'd from MFR 1/14/03: the sample was not able to be retrieved, and therefore could not be examined. A review of complaint history was performed, and the only incidence of flaking was observed on devices that were re-used by the hosp after being subject to repeated sterilization cycles. Based on co's review the co does not believe the complaint falls under the category of "MDR reportable." There was no impact of the incident on the pt. Production records for the most recent lot produced prior to the complaint, lot# 10072, have been reviewed. There were no observations documented in reference to the plating of the clamp. Tri-state will continue to monitor this product line for trends, should they occur.

Event description:
Dr. Performed circumsion on pt. When cleaning instruments, gomco clamp noted to be flaking off numerous metallic paticles onto sterile towels.